Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the catheter shaft was kinked due to meandering of the blood vessel. A new iab was inserted safely to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve was also returned. No kinks were observed on the returned iab catheter. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.